Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID 2134265-2009-05983. (B)(4) clinical study. It was reported that subsequent to a coronary stenting treatment procedure, a restenosis occurred. In june 2008, the 90% stenosed target lesion located in the mid right coronary artery (rca) was 24mm long with a 3.50mm reference vessel diameter. The physician implanted a 3.50x28mm taxus express2 stent in the mid rca. Post-dilatation was performed and residual stenosis was 0%. In (B)(6) 2013, during the 5 year follow up the patient did not experience angina, however, a 90% stenosed target lesion was located in the mid segment of the rca with a reference vessel diameter of 3.5mm and 18.0mm long. It was treated with pre-dilatation and placement of a non-bsc stent. Residual stenosis was 0%. Two days later, the patient was discharged on bayaspirin and pavix. The patients status was recovered.